Event description:
A patient reported experiencintg inaccurate erratic results with a surestep enhanced meter. The patient's blood glucose results were 99mg/dl, 157mg/dl. Tests were done with less 20 (times frame unknown) minutes with a difference of 40%. Patient did not experience any adverse events. No further information has been reported. Customer's applying blood technique is incorrect. Control solution test is with in range.